Manufacturer narrative:
The report of screws loosening was reported on (B)(6) 2021. There was no information on whether this was a revision or a review surgery. The reporter indicated that 2 set screws were loose. Subsequent follow up was not able to obtain additional information. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
Doctor conducted a removal of implants on a patient that had an l3-s1 alif + post screw fixation with mis mariner on (B)(6) 2021. Upon removing the s1 and l5 screws, he noticed that the set screws had loosened significantly. Although the set screws did not fully remove, the there was no torque retained on the implants. Of note, the index surgery was performed with 85lb torque limiters on (B)(6) 2020. Images were provided that show the bottoms of the set screws that were loose.